Event description:
It was reported that the patient had an infected system with fever, bacteremia, and abscess. The implantable cardioverter defibrillator (ICD) and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5071 implantable pacing lead (B)(6) 2007 5071 implantable pacing lead (B)(6) 2007 5076-52 implantable pacing lead (B)(6) 2007 0181 competitor implantable tachy lead (B)(6) 2007 305u27 porcine heart valve (B)(6) 2007. (B)(4).